Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Caller alleges self-adhesive does not stick enough and the needle slips out of the skin. Infusion set has been discarded. No adverse event reported. No product will be returned.